Event description:
According to nurse manager, dr has a patient with a diffusely disease lad which he was going to use ivus to interrogate the lesion before deciding which treatment option to be used. However, during the ivus interrogation, they encountered difficulty in the pull back of the ivus catheter. Then the patient's lm was dissected and patient became very unstable which they had to abort ivus and quickly resuscitate the patient. Patient revived and pci with stenting done to the lad/lm was completed eventually. Patient was stable when out of the lab. They were not sure if the ivus catheter (atlantis sr pro) or the guide catheter may have caused the lm dissection.

Manufacturer narrative:
The device evaluation results will be provided in the supplemental report.